Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced unintended abdominal stimulation while in post-op. In turn, the patient underwent surgical intervention to reposition the lead (B)(6) 2016. Follow-up revealed the patient receives effective stimulation therapy.